Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. The insulin pump also had a scratched display window.

Event description:
The customer called to report a blank display and a crack on the screen. Advised that the insulin pump would be replaced. Nothing further was reported.